Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, out of box, the placement of the green protective cap on the oxygenator is confusing. There was no patient involvement. There was no delay to the surgery.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, both devices misfired. The handles were sticking, the devices jammed and clips fell into the patient that were removed with laparoscopic device. A third device was used to complete the procedure. No adverse consequences reported. No additional information is available.